Event description:
Routine complaint investigation confirms test results outside MFR's plus or minus 10% range for precision testing. Imprecise results could, under certain conditions have adverse clinical effects. No injuries reported in the field.